Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The customer confirmed the issue over the phone. The customer was sent a quote for repairs; however, the customer did not respond. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit had a leak at the o2 connector. The device was in use at the time of the event; however, there was no patient harm.